Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with recurring incontinence. The physician found that the pressure regulating balloon had lost fluid. The aus was replaced. There were no additional patient complications reported.